Event description:
Boston scientific received information that this pacemaker triggered end of life (eol) early due to charge time (CT) measurements. The time between elective replacement indicator (eri) to end of life (eol) was less than 90 days which is shorter than expected. The device was explanted and a new device successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
The device will be returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was [eol]. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared [eol] earlier than previously estimated.